Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 650mcg/ml; 63.87mcg and fentanyl 360 mcg/ml; 35.37mcg via an implantable pump. Indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient noticed edema and redness around the pump pocket, and tenderness; possible infection. Factors that may have led or contributed to the issue were a possible urinary tract infection (uti). The physician evaluated the patient. Pump pocket fluid was sent for testing. The issue was not resolved. Patient status was alive - no injury. Surgical intervention was planned but not scheduled. Patient weight was asked but unknown. Medical history includes spinal cord injury and possible uti. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2018-oct-19. It was reported that the patient had redness and irritation at the pump pocket site. The doctor was planning on decreasing the medication and removing the pump. Surgery had not yet been scheduled. No further complications were reported.